Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI: unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): unknown due to lot number being unknown. Device manufacture date: unknown due to lot number being unknown. One 8fr destination sheath and dilator were received for product evaluation. Visual inspection revealed that there were no kinks observed on the sheath and the tip of sheath was undamaged. The dilator od was measured to be 0.111 inch which is within specifications. The dilator showed a slight bend at the distal sheath shaft suggesting that it was attempted to inserted. The sheath body showed a very slight flattening at the portion proximal to the hub. Functional testing was conducted, the dilator was attempted to be inserted into the sheath. However, the dilator was stuck in the first 10 cm of the sheath and was not able to pass through. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information. Terumo's quality system is further investigating this events. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the dilator on an 8f destination did not fit in the sheath. This was discovered immediately after the product was taken out of the package. The product did not interact with the patient nor did it cause any issues. Additional information was received 23 september 2019: the patient was present in the procedure room when this device was opened and the problem was discovered. The procedure that was being performed was a thrombectomy. A competitive 8f, 55cm sheath was used. The patient is in very good condition and was unaffected by the destination sheath that never left the back table. The outcome of the procedure was successful.